Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that monitoring was disabled at the facility. Technical services assessment confirmed a premature battery depletion (pbd) after a rapid voltage drop. The root cause could not be determined from available data. The device should be returned for detailed analysis. Discussion with the representative included warranty coverage, which is 18 months, and the case was transferred to the warranty department. No adverse patient effects were reported. This icm remains in service.